Event description:
It was reported that the pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. There was no additional information regarding corrective actions.